Event description:
It was reported that the user experienced a rapid blood glucose decrease from approximately 173 mg/dl to 43 mg/dl while using the ilet system, with low alerts received, the user disconnecting from the pump, and data initially not syncing to the mobile app; the user treated with peanuts, declined emergency services, and later reconnected to the app with glucose back in range. Investigation included complaint handling, user interview, and review of available device data once connectivity was restored. Further investigation of this case revealed no confirmed device malfunction, with contributing factors possibly including algorithm-driven insulin delivery and lack of meal announcement, though causality was not established. Symptoms included sweating. Outcomes included transient hypoglycemia without loss of consciousness, without professional medical intervention, and without need for assistance. It was concluded that, based on previously established findings for similar reports, the event was hypoglycemia with cause unclear and no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.